Event description:
It was reported that, during the patient's implantation procedure, the heartmate apical coring knife did not cut as expected. The surgeon believed the knife to be dull, although they expressed uncertainty as to whether the fatty tissue contributed to difficulty in cutting. The surgeon was able to complete the coring and used scissors to assist in completing the core or the left ventricular apex.

Manufacturer narrative:
A4 - patient weight requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d1: brand name corrected section d4: catalog number and primary UDI corrected section d6a: the device is not implanted, this field was populated in the initial report erroneously. Manufacturer's investigation conclusion: the report of the coring knife not cutting as expected was unable to be confirmed through this evaluation as the coring knife, serial number (B)(6), was not returned for evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Although the coring knife was not returned for evaluation, investigation of similarly reported incidents by abbott identified a manufacturing issue traced to the coring knife supplier. Review of manufacturing documentation confirmed that the coring knife was part of the affected batches identified during this internal investigation. A corrective action was opened with the coring knife supplier to prevent recurrence of this issue. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. However, review of the batch history did confirm that the coring knife was part of the lots bracketed by a manufacturing analysis task. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1, "introduction", lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures¿, provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. The device is included in the apical coring knife unable to cut advisory issued by abbott on 21 aug 2023. No further information was provided. The manufacturer is closing the file on this event.